Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Consultant reports that during a procedure to remove a distal femur plate, two screw heads were stripped. The surgeon had to cut off the heads of the screws in order to remove the hardware. This resulted in a one hour delay to the procedure. The hardware was implanted in (B)(6) 2011 to correct a distal femur deformity. This was a scheduled procedure for removal of hardware following successful healing of the patient. This is report 2 of 2 for complaint (B)(4) and is for an unknown screw.